Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25, power loss, replace battery now and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed replace battery now and power error detected. The customer was assisted with power error detected troubleshooting. Customer's blood glucose level was unknown at the time of the incident. The customer stated that they received replaced battery now alarms and when they changed the battery, the insulin pump alarmed power error detected. The customer was advised steps on how to resolve alarms. Customer was assisted replace battery alarm troubleshooting. Customer stated that blood glucose level was 185mg/dl at the time of incident. Customer stated that this is the second occurrence that they did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.